Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 4.00mm/1.5cm/140cm-ous small peripheral cutting balloon was selected for use. During the procedure, at the first inflation, it was noted that the balloon ruptured at 8atm within 40 seconds. The device was removed without problem with the usual method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.